Event description:
It was reported that the bottom piece of the grasper broke off into the patient.

Event description:
It was reported that the bottom piece of the grasper broke off into the patient.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit was visually inspected and a piece of the shaft tip broke off. The missing piece of the shaft tip was not received with the unit. It¿s possible that the unit was used on hard matter causing the shaft tip to break. Probable root cause could be improper use/user excessive force. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.